Manufacturer narrative:
A medtronic representative went to the site to service the equipment. The computer was successfully replaced. The system was then noted to be working properly. No parts have been received by medtronic for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s monitor needed to be replaced. The monitor had turned off from time to time, and after running a diagnostic an engineer determined that it needed to be replaced. There was no patient involvement with this reported issue.

Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.